Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride: 30mg blood collection tubes were having issues with hemolysis. No serious injury or medical intervention reported.